Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product development evaluation, visual inspection stated that three of the cruciform tips are broken off near the base where they transition to the shaft and the broken tips were not returned. The remaining tip is bent significantly near the tip in the direction of tightening a screw. The fracture surfaces are uniform and there is no indication of material anomalies. The breaks are all near the transition to the shaft but the amount of remaining blade decreases slightly around the part starting at the remaining tine and going clockwise when looking down on the tip. The design evaluation stated that the returned device was manufactured in may 1998 and is over 14 years old. There have only been 4 other complaints in the 2 year history for this issue but because this screwdriver was replaced by the 314.463 in 2000, there have been none distributed in the last two years. The returned device has 3 tines broken off at the transition of the tip to the shaft and the fragments were not returned. The fracture surfaces on the fragment and tip are uniform and there is no indication of any material anomalies. Based on the bending observed on the remaining tip and the amount of the remaining material of the broken tines as you move around the part, it appears that the screwdriver was used off-axis and subjected to excessive torque which resulted in the breakage. Based on the age and condition of the device, it appears that the device was used off-axis and subjected to excessive torque. The design is adequate for the intended use and therefore this complaint is invalid.

Event description:
It was reported that during a bunionectomy procedure, the surgeon was inserting the screw and the tip of the cannulated cruciform (314.462) broke. The broken fragment was retrieved and the surgeon used another screwdriver and different screws to complete the procedure with no further problems. No adverse effect to the patient was reported.

Manufacturer narrative:
Based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that this report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).